Event description:
It was reported the programmer is slow to boot up and warning of overheating approximately ten minutes after start up. It was also reported there is noise from the printer and not the usual chatter sound. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the programmer is slow to boot up and warning of overheating approximately ten minutes after start up. It was also reported there is noise from the printer and not the usual chatter sound. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the programmer was slow to boot up, as a result the hard disk drive was reconfigured and the software was reloaded. It was also confirmed that the printer was noisy, the gears on both the printer and the printer drawer were contaminated with debris. Analysis could not confirm the overheating warning, however further investigation found that the system fan was noisy and the power supply fan was covered with debris which could lead to an overheating message. (B)(4).